Manufacturer narrative:
H3: a manufacturer representative went to the site to test the equipment. It was reported that the panel assembly indicator was rep laced. The imaging system then passed the system checkout and was found to be fully functional. The panel assembly indicator was returned to the manufacturer for analysis. The device was installed in a test system. Indicator shows battery is charging, on/off switch is functional, and emergency button is also functional. No problem found. The hardware investigation found that the reported event was related to a hardware issue. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system used during a sacroiliac and thoracolumbar procedure. It was reported that the power of the image acquisition station (ias) went down. The ias was powered on again and 3d images were taken after the device worked. The event occurred again after about one hour. The event occurred four times in total. There was a delay of less than one hour and no impact to the patient.

Manufacturer narrative:
The panel assembly indicator has been received by the manufacturer, however analysis results were not available at the time of filing. A manufacturer representative went to the site to service the system and replaced the panel assembly indicator. A system checkout was then completed and showed the system was functioning as intended. Analysis of the software logs confirmed the reported event was not a software issue and noted the software was functioning as intended. Log analysis found the system recovering from improper shutdown on the day of the reported event. Log analysis determined the likely cause of the issue was loss of power. Codes c02 and d02 reflect the finding of the system checkout. C19 and d14 reflect the findings of the software analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.